Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018, a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to a chronic lead dislodgement. No patient complications have been reported as a result of this event.